Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an endovive through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date was performed on (B)(6) 2023. According to the complainant, on (B)(6) 2024, the j tube device together with non-boston scientific peg was pulled out. They immediately covered the stoma site with sterile cause and placed medical tape to prevent any discharges. On (B)(6) 2024, patient's spouse reports that patient has been using his peg tube 2nd port for infusion of duodopa since duodopa pegj keeps falling out. It was reported that multiple tubing replacements was made due to j tube disconnecting.